Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the pump was replaced last week and since saturday the patient had been having big issues with the pump. The patient rep stated, 'the patient was itchy, bitchy, and twitchy'. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp) reporting they had very little details but was told to call to ask about turning off the pump and agent asked if this was due to an issue. The emergency room (ER) doctor believed the pump could be causing a change in mental status. It was unknown if any dosing changes or refills but put was implanted in early on (B)(6) 2024. Additional information was received from the healthcare provider (hcp) reporting that the patient presented to the emergency room (ER) experiencing altered mental status and the provider thought she might be getting too much baclofen from the pump. The hcp asked to have someone come to the hospital to interrogate the pump. The issue was not resolved through troubleshooting.